Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 72, 67, 50, 175 and 132 mg/dl. The customer¿s expected blood glucose test result ranges are below 100 mg/dl am fasting and below 115 mg/dl 2 hrs. After meals. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 02/28/2026 and open vial date was not provided. The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer fasting and produced test result of 77 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 72 mg/dl date: (B)(6) 2024 time: 3:31 pm 2 hrs. After meal result 2: 67 mg/dl date: (B)(6) 2024 time: 3:05 pm 2 hrs. After meal result 3: 50 mg/dl date: (B)(6) 2024 time: 3:04 pm 2 hrs. After meal result 4: 175 mg/dl date: (B)(6) 2024 time: 10:56 am fasting result 5: 132 mg/dl date: (B)(6) 2024 time: 7:44 pm 2 hrs. After meal.